Event description:
It was further reported that when the patient moved it ¿jacked¿ him. It was noted that the stimulation was not ¿that hard¿ in the past.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient kept getting 'the poor communication screen.' It was stated that when the patient turned the stimulation on, the patient 'howled' in pain and reported feeling electricity in his back and leg. The patient was redirected to their health care provider. If additional information becomes available, a supplemental report will be filed.